Manufacturer narrative:
A ge service representative performed an on site investigation. The sib computer and system interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system locked up during a procedure. Also an audible beep continued after the foot-switch was released. No patient injury was reported.